Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6 (device) product complaint # (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2006 via tha for the patient¿s right hip joint at another hospital (B)(6). It was reported that the revision surgery was performed on (B)(6) 2020 by replacing the stem (p/n: 900526210) and the liner (p/n: unknown) because the patient had leg length discrepancy after the primary surgery and he/she wanted to remedy the discrepancy. The surgeon corrected the discrepancy as much as possible by the revision surgery. The revision surgery was completed with no surgical delay. No further information is available.